Event description:
It was reported the barrel of the bd¿ syringe luer slip w/ needle was found damaged before use. The following information was provided by the initial reporter: "distorted barrel"

Manufacturer narrative:
H.6. Investigation summary: photo evaluation: 1 photo was returned for evaluation. From the photo, observed damaged on syringe barrel. A review of the device history record could not be performed as a lot number was not provided for this incident. There was no quality notification raised related to the reported defect of distorted barrel for the assembled syringe for past 12 months. Unable to confirm the nonconformance as samples were not returned for evaluation. Therefore, root cause could not determine.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported the barrel of the bd¿ syringe luer slip w/ needle was found damaged before use. The following information was provided by the initial reporter: "distorted barrel".